Event description:
Report received of an underdelivery of antibiotics. The pump was programmed to deliver an unspecified solution of the primary line and an unspecified antibiotic on the secondary line. The pump settings could not be recalled by the customer. Reportedly, the nurse hung the antibiotic on the secondary line and left the patient's room. Approximately 30 minutes later, the nurse returned to the patient's room, and discovered that the secondary line had stopped infusing. The volume to be infused (vtbi) and infusion rate for the secondary line reportedly had "cleared themselves". The primary line was delivering as programmed and was not effected. It is not known if the pump alarmed. The pump was reported to be running on ac power. The patient was not ambulatory and could not get out of bed. The pump was reprogrammed and the antibiotic was delivered. Later that day, a different nurse reported that she had hung an antibiotic on the same patient with the same pump. The pump reportedly gave an audible alarm and displayed the message "vtbi complete" for the secondary line. The secondary rate and volume reportedly had again spontaneously cleared, but the secondary rate and volume reportedly had again spontaneously cleared, but the secondary solution had not completely infused. The nurse removed the pump from clinical use and utilized a different pump for the antibiotic and primary solution infusions. The patient did not experience any adverse effect. Though requested, there was no further information available.